Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. Upon start-up, the led segments on the led display were unable to illuminate. The device passed functionality testing and was able to obtain readings. Internal inspection isolated the failure to an intermittent open circuit across the nodes on the instrument circuit board. A service history record review reviews this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported: "one of the digital segments/digits in the display for spo2 is broken." No patient impact or consequences were reported.